Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.